Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A loss of therapy was reported. A health care professional had called to ask about unrelated MRI guidelines and whether or not technical services could see if the device was still functioning as the patient had indicated the device was not functioning and they hadn¿t used the therapy in years. Further information could not be obtained from the patient as the patient did not have a programmer to check their ins. On 2018-aug-23, additional information was received from a health care provider (hcp). It was reported by the hcp that the patient had the interstim removed on (B)(6) 2018 as it was non-functioning and the patient needed an MRI so they requested that it be removed. When asked when the device started malfunctioning, the hcp indicated that the device had stopped functioning years ago and that the patient had failed to follow up, so the hcp was unsure if it stopped working, malfunctioned or if the battery died. There were no further complications reported/anticipated.